Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample was returned. The foil presents some pin holes in the bottom foil cavity caused by manufacturing process. Representative samples were returned for evaluation. During the visual inspection, representative samples present pin holes on the bottom foil cavity caused by manufacturing process.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. During the evaluation, it was found pin holes on the bottom of foil cavity of the suture package. There were no patient consequences reported.